Manufacturer narrative:
Additional information was received that the patient's leads and ipg were explanted due to several infections. In addition to the patient's midline infection, the patient also experienced a severe infection at the ipg pocket site, and a sinus infection. The patient was given medication and underwent wound excision for their pocket site infection. The event was assessed as being related to the procedure and unrelated to the device or stimulation. The patient was hospitalized due to the sinus infection. The sinus infection was assessed as being related to procedure and device and unrelated to stimulation.

Event description:
A report was received that the patient experienced infection at the midline incision. The patient's wound failed to heal. The event resolved with medication and surgical wound excision. The physician assessed that the event was related to the procedure.

Manufacturer narrative:
Additional information was received that the patient's midline incision was oozing and red.

Event description:
A report was received that the patient experienced infection at the midline incision. The patient's wound failed to heal. The event resolved with medication and surgical wound excision. The physician assessed that the event was related to the procedure.

Manufacturer narrative:
Additional information was received that the slow healing sinus infection was conservatively treated initially with oral antibiotics. The event remains not recovered and not resolved.

Event description:
A report was received that the patient experienced infection at the midline incision. The patient's wound failed to heal. The event resolved with medication and surgical wound excision. The physician assessed that the event was related to the procedure.

Manufacturer narrative:
Additional information was received that the slow healing sinus infection was conservatively treated initially with oral antibiotics. The event remains not recovered and not resolved. The event was assessed as related to the surgical procedure and device.

Event description:
A report was received that the patient experienced infection at the midline incision. The patient's wound failed to heal. The event resolved with medication and surgical wound excision. The physician assessed that the event was related to the procedure.

Manufacturer narrative:
UDI= (B)(4). It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient experienced infection at the midline incision. The patient's wound failed to heal. The event resolved with medication and surgical wound excision. The physician assessed that the event was related to the procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model: sc-2218-50, serial/lot: (B)(4), description: linear st lead, 50cm; model: sc-3138-35, serial/lot: (B)(4), description: scs phiii ext 35cm. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient experienced infection at the midline incision. The patient's wound failed to heal. The event resolved with medication and surgical wound excision. The physician assessed that the event was related to the procedure.

Manufacturer narrative:
Additional information was received that the patient had pus and blood discharge. The patient also experienced increased pain at the ipg site, felt feverish and unwell.

Event description:
A report was received that the patient experienced infection at the midline incision. The patient's wound failed to heal. The event resolved with medication and surgical wound excision. The physician assessed that the event was related to the procedure.

Manufacturer narrative:
It should have also stated that on (B)(6) 2016 the patient had a wound exploration and debridement and the system was explanted. Additional information was received the event resolved.

Event description:
A report was received that the patient experienced infection at the midline incision. The patient's wound failed to heal. The event resolved with medication and surgical wound excision. The physician assessed that the event was related to the procedure.